Event description:
It was reported that during a procedure at the user facility the core impaction drill overheated and smoke was coming from the bur end of the device. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event of overheating was duplicated. The reported event of smoking was not duplicated. Upon disassembly for visual inspection the service technician observed driveshaft bearing damage.